Manufacturer narrative:
B1 adverse event - corrected - no malfunction b5 - executive summary - updated h1 type of reportable event - corrected - no malfunction h6 device code grid - updated the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a middle cerebral artery (mca) aneurysm case, physician noticed that the stent had prematurely deployed inside the microcatheter. The procedure was completed successfully with another device without any clinical consequences to the patient. Update: based on additional information received from gfe response on 28-jan-2025, it was clarified that the subject stent encountered resistance while deploying and could not be pushed out of the catheter and was not deployed during use as reported.

Event description:
It was reported that during a middle cerebral artery (mca) aneurysm case, physician noticed that the stent had prematurely deployed inside the microcatheter. The procedure was completed successfully with another device without any clinical consequences to the patient.